Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a data error alert. Reportedly, the customer did not have to charge the pump in order to illuminate the display. The customer's blood glucose level was 169 mg/dl. Customer would continue to use the pump for insulin therapy.